Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) mu-671ra is flashing rapidly with lines appearing on the display. The issue was observed during patient use, in the middle of a case. They immediately brought in another monitor so the staff could continue, and patient vitals were monitored via the transport module during the downtime. They attempted to swap out the ECG leads and trunk cable to address the interference on the display, but this did not resolve the issue. He also replaced the transport module, but the display continued to flash rapidly. He also noted that the sawtooth waveform appears to be constant. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) mu-671ra is flashing rapidly with lines appearing on the display. The issue was observed during patient use, in the middle of a case. They immediately brought in another monitor so the staff could continue, and patient vitals were monitored via the transport module during the downtime. They attempted to swap out the ECG leads and trunk cable to address the interference on the display, but this did not resolve the issue. He also replaced the transport module, but the display continued to flash rapidly. He also noted that the sawtooth waveform appears to be constant. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 07/31/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) mu-671ra is flashing rapidly with lines appearing on the display. The issue was observed during patient use, in the middle of a case. They immediately brought in another monitor so the staff could continue, and patient vitals were monitored via the transport module during the downtime. They attempted to swap out the ECG leads and trunk cable to address the interference on the display, but this did not resolve the issue. He also replaced the transport module, but the display continued to flash rapidly. He also noted that the sawtooth waveform appears to be constant. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) mu-671ra is flashing rapidly with lines appearing on the display. The issue was observed during patient use, in the middle of a case. They immediately brought in another monitor so the staff could continue, and patient vitals were monitored via the transport module during the downtime. They attempted to swap out the ECG leads and trunk cable to address the interference on the display, but this did not resolve the issue. He also replaced the transport module, but the display continued to flash rapidly. He also noted that the sawtooth waveform appears to be constant. No patient harm was reported. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint could not be duplicated, however, the battery pack was found to be at 0% and after fully recharging, the unit operated normally. The operator's manual instructs the user to check that the battery is charged before use and before turning off the monitor. The cause was user error with battery maintenance. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 07/31/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer . H6 event problem and evaluation codes. H11 additional manufacturer narrative.